Event description:
The patient reported their blood glucose (bg) level reached 25 mmol/l, while wearing the pod between 37 and 48 hours. The patient attempted to lower their bg levels by administering a bolus of 12 units, however, the bg levels did not lower. Additionally, they reported receiving an alert to change the pod. When removed from the infusion site (arm), the pod's cannula was observed to be bent. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. The download data showed that no hazard alarms had been generated. The patient history buffer confirmed that an automated delivery restriction alert was generated during operation, however the pod was able to be used after acknowledgement of the alert. The alert was correctly generated due to the automated algorithm delivering the max amount of automated insulin for an extended period of time due to increasing and high blood glucose levels. The device functioned as intended.